Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Unit passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test. No pump error 130 noted during testing. P-cap was attached and locked into place properly. No alarms/alert/anomalies noted during testing. Pump was successfully downloaded using thus for history and trace files. Pump error 43 occurred on 09/12/2024 02:08:24.000 in history files. Pump error 130 occurred on 09/12/2024 02:06:04.000 in the history files. The motor was tested outside the unit it passed. Pump was cut open to perform visual inspection and found no physical or moisture damage at the pcba 1, pcba 2, force sensor and motor home switch. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case-corner of belt clip rails, cracked case, battery tube threads - cracked and label damage (stained). Pump error 43 was confirmed, isolated to electronic stack. Pump error 130 was not confirmed and was noted in the history files. Cosmetic damages were noted during visual inspection. Unable to confirm battery cap broken/cracked/damaged due to receiving pump with no battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1882 was requested and customer response was the device will be returned.